Event description:
Reporter stated the customer's blood glucose was "hi" on (B)(6) 2014, and she was unable to lower it using the infusion device. She changed the infusion set on (B)(6) 2014 and found no insulin was delivered. She delivered an insulin injection, and she believes the insulin delivery of the infusion device is inaccurate. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).